Event description:
It was reported that the device leaked at the diaphragm of the sleeve during a laparoscopic cholecystectomy procedure. A grasper was inserted into the device during the leaking. There was no torque being applied to the trocar or device. There was no drop in pressure, no delay in the procedure and no pt injury. A new trocar was opened to complete the case.

Manufacturer narrative:
Final device investigation found that there was a crack on the stopcock of the device. The device was function tested, however, and passed the leak tests. It is possible that the crack in the stopcock caused the device to leak during use.